Event description:
The pt's system was explanted due to infection.

Manufacturer narrative:
The explanted products will not be returned for evaluation. A review of sterilization records for the ipg and leads found them to be satisfactory. This is the final report.